Event description:
Anti-a column did not exhibit any reactivity with an ab donor unit which was being confirmed by tube method using gamma's anti-a; a 4+ reaction was observed. There was no discrepancies between tube and gel anti-b typings. Anti-a1 lectin testing had not been performed. There was no report of patient harm as a result of this event.